Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Marathon insert from pinnacle is luxated after 4 weeks of primary surgery patient consequence? Yes. Patient consequence description: revision necessary for inlay replacement. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.